Event description:
It was reported the pt's pump and catheter were removed due to infection. The devices were not going to be returned to the MFR. No pt symptoms or outcome were reported. Additional info has been requested, but was not available on the date of this report.